Event description:
It was reported that the device was explanted after an implant duration of approximately 96.4 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after implant duration of approximately 0.7 months. It was learned that the reason for explant was due to mitral regurgitation. Per the operative report of 2009: "this is a patient who recently underwent mitral valve repair and had some problems postop with exam; however, this ultimately resolved, but he has now developed recurrent 3+ mitral regurgitation."

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.